Event description:
While performing knee arthroscopy, surgeon was using a linvatec meniscal hook electrode. During the lateral release, the hook electrode was inserted into the knee and taken out numerous times. It was noted that the hook was missing from the electrode. Knee was examined via the arthroscope and the hook was noted in the near the joint. Fluoroscopy was performed and the hook was visualized on x-ray. Several attempts were made to retrieve the hook while using fluoroscopy without success. Surgeon documented "due to tourniquet time and the fact that is not in the knee and in the soft tissues directly underneath the skin, eventually it would either move to the surface or be of no consequence at all".